Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, the colonovideoscope was burnt at the distal end. After the procedure was completed, the device was no longer used on the patient. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water nozzle has corrosion. A root cause could not be identified. Based on the results of the investigation, the most probable cause is distal end portion is deformed. It is likely the following let to the malfunction is traced to component failure. The most probable cause for corrosion could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.